Event description:
Reporter indicated that a patient had the vns generator explanted as it was felt to be a risk factor for infection or trauma to the area; the vns lead was not explanted. The vns generator had been previously disabled due to high lead impedance with the vns system which was originally reported via MDR #1644487-2010-00311. The patient was not having any adverse events prior to the vns generator being explanted. The generator was explanted to preclude a serious injury per the reporter. The explanted generator was returned for analysis and no anomalies were identified. The generator performed per specifications.